Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. Attempts were made to obtain the following additional information and the device: could you please clarify if were there any patient consequences? If yes, please clarify. To date, no additional information or device has been received. If further details or the device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier staples came out over lapping morning instead of straight. They moved the tissue slightly which separated them but before picture they were in a perfect cross. It is unknown how the procedure was completed. Patient consequence was not reported.